Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977d260, serial# (B)(4), product type: screening device. Product ID: 977d260 , serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017. Product type: screening device.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the signs and symptoms included that the patient had to be hospitalized to monitor the epidural bleed for neurological changes. The medical history from baseline form was traumatic injury to back in 2016, back pain without leg pain. The leads were not returned because even though they were removed, that was not the cause of the epidural hematoma. Most likely it was a coagulopathy problem.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: screening device. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: screening device.

Event description:
Additional information from the healthcare professional of the clinical study reported the leads were discarded.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable component is: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study. Imaging performed on (B)(6) 2017 revealed a thoracic epidural hematoma. The epidural bleed happened when the leads were pulled after the trial. The signs symptoms included severe back and lower extremity pain. The event required an emergency room visit and in-patient hospitalization with medications. A clinical diagnosis of a thoracic epidural hematoma related to the lead pull after the trial was reported. A device diagnosis was not applicable. The event resolved without sequelae on (B)(6) 2017.